Manufacturer narrative:
Additional information was provided in d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens was discarded. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported before intraocular lens (iol) implant procedure, the lens was broken, stuck in cartridge and unable to be used as a result the backup lens was used to complete the procedure, and no harm was caused to the patient.